Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a possible dermabond reaction experienced by the patient. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the csl was manufactured. The device met material, assembly, and quality control requirements. ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Around (B)(6) 2026, the patient experienced itchiness and redness at the incision site and was admitted for a potential infection. The patient was treated for cellulitis of the neck incision. Per the opinion of the physician, it was suspected that the patient was experiencing a dermabond reaction. Cultures were taken, and the results were negative. The patient received intravenous antibiotics and was discharged on (B)(6) 2026 with some additional medication. The patient was seen on (B)(6) 2026 and it was noted that they were doing okay. On (B)(6) 2026, the patient was admitted to the hospital for clostridioides difficile which was caused by the cellulitis treatment and they were given oral antibiotics. The patient was discharged on (B)(6) 2026. They were seen for a follow up on (B)(6) 2026, they were recovering well and their device was titrated per standard protocol.